Event description:
The customer stated they cleaned the cooling unit of dust and the field service representative (fsr) performed maintenance on their integra 800 analyzer. After those tasks were completed, the analyzer was turned back on. When the cooling compressor switched on during the analyzer initialization, the customer stated the cooling unit caught fire. The fsr extinguished the fire with a fire extinguisher. The cooling unit was replaced. No patient samples were affected, no patients were injured, and there were no reports of any adverse events.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation of this event has concluded. All wiring, contacts and electronics were inspected and tested and were within specification. It has been determined the cooling unit was not the cause of the fire.

Manufacturer narrative:
Additional information has been provided by the customer. The date of this event was (B)(6) 2013. The date this report was received from the customer was (B)(6) 2012. It was confirmed that neither the customer nor the field service representative was adversely affected by this event.

Manufacturer narrative:
The cooling unit was returned for investigation. None of the wiring or connectors showed any damage, short circuits, or other malfunctions. During the investigation, the cooling unit was installed on an integra 800 and worked as specified. The investigation is ongoing.

Manufacturer narrative:
The investigation of this event has concluded. All wiring, contacts and electronics were inspected and tested and were within specification. It has been determined the cooling unit was not the cause of the fire. Although a specific cause of the fire could not be identified, it was determined that dust which had accumulated over time was what burned. This dust was located near the cooling unit and the air inlet grid on the analyzer. The customer stated they used an unspecified type of canned air to try to clean the air inlet grid. It is possible the canned air the customer used to clean the air inlet grid contained propane or butane. The customer could not confirm the specific type of canned air that they used to clean the air inlet grid. These products are highly flammable, and if used, may have been the source of this fire. The operator's manual does not instruct the user to clean this area nor does it instruct them to used canned air for cleaning purposes.